Manufacturer narrative:
(B)(4): the screws were not returned for analysis, however films were supplied for review which found: multiple x-rays show l4-l5-s1 fusion using vertebral body replacement with rods and screws. Dynamic x-rays show no movement at l4-5 but movement continuing at l5-s1. Pedicle screws are broke bilaterally at s1. Lack of fusion bone noted within l5-s1 vb replacement.

Event description:
The patient underwent a revision surgery in which the vb replacement was removed anteriorly and replaced with two new vb replacements and a plate was placed at l5-s1. No patient complications were reported.

Event description:
It was reported that the patient underwent a minimally invasive transforaminal lumbar interbody fusion at l4-s1. It was reported that the screws at s1 broke bilaterally; the patient has a non-union at l5-s1. The patient is scheduled to undergo a revision surgery with a plate being implanted at l5-s1. No additional patient complications were reported.